Event description:
Customer called lfs in 2002 alleging that their meter would only prompt the "not ok" message. Customer did not have any reportable symptoms. Customer was unable to test for two days. No medical care beyond home treatment was received. No adverse event or serious injury occurred. Ccr walked customer through a check strip test and the meter would only prompt the error message. Ccr replaced the meter.